Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one powerport MRI isp, one groshong catheter with pre-inserted stylet, one introducer needle loaded onto a guidewire, one right-angle non-coring needle, one vein pick, one catheter lock, one syringe, one guidewire hoop, one introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were returned for evaluation. Gross visual, microscopic visual, dimensional and functional evaluation were performed. The investigation is confirmed for the fracture, identified material separation, stretching issues as the distal tip of the guidewire was completed broken and separated and was not returned for evaluation. Further, slight uncoiling of guidewire was noted distal to the introducer needle tip. During functional evaluation, the guidewire was unable to be advanced through the introducer needle. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port device placement procedure, the guidewire of the device was allegedly unable to be advanced into the vessel. As a result, the guidewire was forcibly withdrawn and was found to be broken upon withdrawal. There was no reported patient injury.

Event description:
It was reported that during a port device placement procedure, the guidewire of the device was allegedly unable to be advanced into the vessel. As a result, the guidewire was forcibly withdrawn and was found to be broken upon withdrawal. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port device placement procedure, the guidewire of the device was allegedly unable to be advanced into the vessel. As a result, the guidewire was forcibly withdrawn and was found to be broken upon withdrawal. There was no reported patient injury.